Event description:
In 2005 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately low blood glucose readings. The medical affairs specialist contacted the pt to obtain and verify info, however was unable to reach the pt by telephone. The medical affairs specialist mailed the pt a letter requesting she call medical affairs. The pt reported that three weeks ago she obtained a result of 62 mg/dl on the reported meter. The pt stated this result was lower than her expected readings. The pt then began feeling weak, and took insulin, type and dosage unk. The pt was taken to the hosp, however received no treatment. The customer care advocate determined during the troubleshooting call that the pt was handling the reagents appropriately, used proper testing technique, the calibration code number was programmed correctly in the meter, and the meter was set for the correct unit of measure. Qc testing was performed during the troubleshooting call with two failed control solution tests. It would have been helpful to determine what the pt's usual blood glucose levels are, why the pt took insulin when she had feelings of low blood glucose levels and the meter result was low, who took her to the hosp, what her blood glucose test results were at the hosp, and her medication regimen. The meter, test strips and control solution were replaced.